Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, but it was reported that the pump time was incorrect. The customer corrected the time and insulin delivery was resumed successfully. The customer's blood glucose level was 200 mg/dl.